Event description:
It was reported that when a symptomatic patient presented in the emergency room, the device was found to be in backup vvi. The device was also approaching normal eri. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.